Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A shocking sensation was reported. It was noted that they knew patients that did not turn their stimulation off when going through a security gate and would get shocked. The patient's friend/family member did not have any additional information except that they were from a different state. The patient's name, physician, and device model number was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.